Event description:
It was reported that the nurse caller stated that the temperature sensing foley would not register on arctic sun to initiate hypothermia therapy. They did not have another core temperature monitoring source at this time. Mis walked caller through checking all fittings, no temperature registering on arctic sun. Mis had nurse check the temperature sensing foley with the bedside monitor, no temperature registers there either. Mis advised it was the temperature sensing foley and nurse could either add an esophageal or rectal probe and use it, or switch out the foley. Nurse would call back with additional questions if that did not resolve the issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to ¿sensor wire too weak". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse caller stated that the temperature sensing foley would not register on arctic sun to initiate hypothermia therapy. They did not have another core temperature monitoring source at this time. Mis walked caller through checking all fittings, no temperature registering on arctic sun. Mis had nurse check the temperature sensing foley with the bedside monitor, no temperature registers there either. Mis advised it was the temperature sensing foley and nurse could either add an esophageal or rectal probe and use it, or switch out the foley. Nurse would call back with additional questions if that did not resolve the issue.